Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported that after a cataract had been extracted and an intraocular lens (iol) was noted that haptic was ruptured. There was no back up lens available at that time, so the patient was left aphakic. Another lens was ordered. And an iol was implanted two days after initial surgery. In a follow up, the surgeon reported that the event resolved after the iol was implanted.